Event description:
Consumer stated sparked in switch.

Manufacturer narrative:
The user reported that the switch sparked. Upon further investigation, we found that the cord had been severed by an external source. Our investigation shows the sparking occured as the cord was cut due to her misuse. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.